Event description:
Customer went to the emergency room based on high results received. Customer thinks the result was around 300mg/dl. The customer was given a shot of syrup in the mouth by paramedics. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.